Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge authorized distributor reported that they were unable to duplicate the reported malfunction. The distributor confirmed that the drive transducer had vacuum grease and the screws holding the transducer were tightened properly. They also noted that the drive assembly had recently been replaced. The distributor stated that there was a few small drops of condensation in the purge line filter. Additional information has been requested, however, no further details have been provided at this time. If any further details are provided a supplemental report will be submitted.

Event description:
The getinge authorized distributor reported that the intra-aortic balloon pump (iabp) is displaying electrical test fails code #53. The circumstances of the event are unknown, however, no adverse event has been reported.

Manufacturer narrative:
The service technician has confirmed via email that they found an extra o-ring on the drive transducer causing the same error. The service technician removed the extra o-ring and applied grease on the correct o-ring. The service technician tested the iabp for 4 weeks without error. The iabp has been returned to the customer and cleared for clinical use.

Event description:
The getinge authorized distributor reported that the intra-aortic balloon pump (iabp) is displaying electrical test fails code #53. The circumstances of the event are unknown, however, no adverse event has been reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed electrical test fails code #53. It is unknown under which circumstance this event, however there was no patient involvement. No adverse event was reported.